Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced motor to resolve the issue. The system was verified and ready to use. This unit was returned for failure analysis (fa) and the reported problem of error 23118 was confirmed in the field logs and replicated during analysis. The unit was installed onto a system and triggered error 23118 during power-up. It was found that there was no signal coming from this unit¿s motor encoder sensor. Based on these findings, fa concludes that the encoder sensor is the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that there were repeated 23118 errors. The customer moved the procedure to another system due to the recurring issue. The customer attempted a standard power cycle; however, the shoulder motor encoder error continued to appear. There were no reports of patient involvement.